Manufacturer narrative:
Initial and final MDR (B)(4) device 5 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set cannula crimped event on (B)(6) 2024. Patient noticed symptoms within 3 or more hours after insertion. The infusion set was in use for 1-2 days. The site where infusion set was inserted is abdomen. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.